Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Patient factors (moderate leaflet calcification) and/or the mechanisms described above are likely contributing factors for the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), after deployment of a 26mm sapien 3 valve in the aortic position by transfemoral approach, the patient complained of chest pain and lightheadedness. The patient was hemodynamically compromised with hypotension. Cardiac echo confirmed pericardial effusion due to an annular rupture. A pericardiocentesis was performed with 600ml of blood evacuated. The patient went into cardiogenic shock, and CPR and advanced cardiac life support protocols were initiated. However the patient expired on the table. The patients native annulus measured 450mm2 and had moderate leaflet calcification. There was no calcium at the annular or lvot level. The balloon was not overinflated. Per medical opinion, the suspected cause was an annulus rupture due to pressure from balloon inflation.